Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02758). This MDR resubmission now reflects the correct product registration number. This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. No issues were found that would require escalation. Review for the two source device service history record were performed beginning from the date of manufacture to the present date. Both devices has been previously returned for service. Service returns were for issues not similar to the reported complaint. The database showed no quality notifications were opened for the source devices. The customer stated that there was no patient involvement .

Event description:
Case ID: (B)(6). Case status: open summary: 8100 channel ID (npi). Case notes: problem description on (B)(6) 2018, 08:25:50, (B)(6). To test module devices for channel identification. No problem found. Serial number: (B)(4).

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
Case ID: (B)(4). Case status: open. Summary: 8100 channel ID (npi). Case notes: problem description 01/03/2018 08:25:50 (B)(4) assisted (B)(6), to test module devices for channel identification. No problem found. Serial number (B)(6).